Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient on (B)(6) 2025, the patient noticed that the cgm reading was 400 mg/dl and based on the cgm reading he self-treated with an insulin injection. There was no bg reading taken. After the treatment the cgm values remained high and the patient felt weak, unwell, sweating, he was not able to speak and then experienced diabetic coma. The patient¿s son called an ambulance and before the ambulance arrived he lost consciousness. The patient was taken to the hospital and in the ambulance the patient was treated with intravenous (IV) medication (unknown). The patient regained consciousness and was admitted to the intensive care unit. At the hospital they confirmed that the bg reading was low but there was no reported value. The patient was treated with IV medication (unknown). After the treatment the bg increased to 158 mg/dl. At the time of the report the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.